Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable" alarm. The pump was silenced, the settings were reviewed, and it was powered off. The clamp was closed, the cassette was removed, and the line was massaged to disperse air bubbles in the line. The cassette was replaced and the pump was powered on, but the alarm persisted. The troubleshooting was repeated with no resolution. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.